Event description:
It was reported that during inspection a cs300 intra-aortic balloon pump (iabp) the engineer noticed a leakage of the k7 valve.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes and investigation conclusions) and h11. Corrected: b6, b7, d10 in corrected fields, a getinge field service engineer (fse) during onsite inspection observed k7 valve leakage. Fse replaced the drive manifold. After replacement, a full inspection of the device was performed, confirmed by a separate report. The device is functional. No patient involvement was there and no harm reported.

Event description:
N/a